Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the tip of the driver had fractured. Hardness was found out of specification. However, the supplier records showed that the hardness specification was met. The material used was consistent with the print specification. The device appears to be fractured to due to bending overload. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, after fixing the screw, the tip of the driver was fractured in the screw hole. The fractured piece was not able to be removed from the screw hole. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.